Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen for their device had gradually dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.